Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was moderately tortuous and the balloon ruptured upon inflation at 6 atmospheres.

Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, balloon ruptured. The procedure was completed with a different device. No patient complications were reported.